Event description:
During a remote follow-up, far-field r-wave oversensing and ams were observed on the device. The device was then reprogrammed to resolve the event. The patient is stable with no consequences.